Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller shutting down automatically without being able to activate a sleep mode was not able to be reproduced. The data log file was successfully retrieved from the returned system controller and contained events recorded from (B)(6) 2019 to (B)(6) 2019. There were numerous pump stoppages accompanied by low speed and low flow hazard alarms recorded from (B)(6) 2019 to (B)(6) 2019 while the system was powered by a power module or 14v batteries. On (B)(6) 2019, in addition to the pump stoppages there was a replace controller/yellow wrench alarm associated with a backup battery test circuit fault and a brief driveline fault alarm. The last recorded entries revealed that the system was powered by a power module when the driveline was disconnected followed by the power cables. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no atypical alarms or events noted. The system controller was successfully forced to a sleep mode multiple times during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information. Section h1: correction.

Manufacturer narrative:
Approximate age of device - 4 years. Manufacturer's investigation conclusion: the reported event of the system controller shutting down automatically without being able to activate a sleep mode was not able to be reproduced. The data log file was successfully retrieved from the returned system controller serial number (B)(4) and contained events recorded from (B)(6) 2019. There were numerous pump stoppages accompanied by low speed and low flow hazard alarms recorded from (B)(6) while the system was powered by a power module or 14v batteries. On (B)(6) in addition to the pump stoppages there was a replace controller/yellow wrench alarm associated with a backup battery test circuit fault and a brief driveline fault alarm. The last recorded entries revealed that the system was powered by a power module when the driveline was disconnected followed by the power cables. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no atypical alarms or events noted. The system controller was successfully forced to a sleep mode multiple times during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the process of shutting off the lvad, the system controller "behaved" abnormally when it was disconnected. The nurse stated that the system controller shut off automatically when it was disconnected from the lvad system without needing to be put to sleep.